Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was on hospice care due to device thrombosis. The pt also had a chronic driveline infection and developed acute renal failure requiring hemodialysis. The pt was not a candidate for a pump exchange. The pump was turned off on (B)(6) 2012, however, the pt is currently home with hemodialysis.

Manufacturer narrative:
The pt is currently home with hemodialysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.